Event description:
It was reported the patient experienced ineffective stimulation. A small fracture was discovered during surgical intervention on (B)(6) 2018 wherein the leads were explanted and replaced. Stimulation was reportedly restored postoperatively.